Event description:
Facility reported an internal blood leak (6th use). Estimated blood loss was 250cc. No pt ill effect. No medical intervention. The sample is available for examination.

Event description:
Facility reported a an internal blood leak (6th use). Estimated blood loss was 250cc. No pt ill effect. No medical intervention. The sample is available for examination. Medwatch filed on bloodloss.